Event description:
During pt support, the device console stopped pumping. A back up console was placed on the pt with no problems. Evaluation on site found a defective relay; suspect power surge at hosp.